Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The gauge needle was at 0 atm when received. No visual defects were encountered in the device. A functional test of the complaint device was carried out using a bsc stopcock. The unit passed all functional tests; no leaks nor damages in the device were noted.

Event description:
It was reported that the gauge inaccuracy occurred. The target lesion was located in the left anterior descending artery. A 26 encore inflation device was selected for use. During the procedure, as positive pressure was applied from 12atm to 14atm, the gauge needle suddenly turned 360 degrees clockwise. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the gauge inaccuracy occurred. The target lesion was located in the left anterior descending artery. A 26 encore inflation device was selected for use. During the procedure, as positive pressure was applied from 12atm to 14atm, the gauge needle suddenly turned 360 degrees clockwise. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.